Manufacturer narrative:
On 9-feb-2023, bwi received additional information clarifying that it was the vizigo's shaft that appeared slightly bent and not the dilator. On 24-feb-2023, the product investigation was completed. Device evaluation details: visual analysis revealed bents on the sheath, and some bents were observed on the dilator. No roughness was observed. The dilator and a good known lab sample catheter were introduced through the sheath, and resistance was felt. No obstructions were detected. The dilator outer diameter was measured, and dimensions were found within specifications. Due to the resistance issues, an internal action was opened. A device history record review was performed for the finished device 00002178 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial fibrillation (afib) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium. It was reported that the dilator met with too much resistance from the sheath. It was replaced and the case continued. No patient consequences were reported. Resistance was between dilator and sheath. The shaft surface looked a little bent. The soft tip was not buckled or wrinkled. The sheath seemed damaged to begin with. Couldn¿t insert sheath due to resistance when trying to insert dilator. Dilator was bent due to resistance. The dilator wasn¿t able to move within the sheath very much, it was very tight and had a small kink. The resistance resulted in not being able to insert dilator or catheter. The dilator/catheter/needle was stuck in the sheath was due to high resistance and sheath blockage. Resistance with sheath is not MDR-reportable. Damaged dilator is not MDR-reportable. Rough sheath shaft is MDR-reportable.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).